Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 220 mg/dl. The customer alleged that the pump was not delivering insulin properly. Data review by tandem technical support showed the pump was functioning as intended; however, the customer maintained that the pump was not functioning properly. Reportedly, the customer reverted to manual injections for insulin therapy.